Event description:
Pt underwent a right shoulder hemiarthroplasty and was moved to the post anesthesia care unit post-surgically. The pt developed sudden cyanosis/bradycardia after portable oxygen remained in place on trach tee adapter and wall oxygen placed on other side of trach tee adapter did not allow an area for exhalation. Pt developed bilateral pneumothoraces, coded, chest tubes were placed. Resulted in anoxic brain injury and transfer to ICU unresponsive on ventilator.